Event description:
It was reported by a company representative, "just had it reported to me by royal cornwall hospital that one of their 1.5 mm hex drivers has snapped, and their second one that they have on the set is wonky. This meant they had to open another set to continue the case. Other than this, no other impact on operating time or further impact on the patient."

Manufacturer narrative:
To date, the device has not returned for evaluation and has been reported to acumed that it will not be returned. The root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.